Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that a catheter event occurred and was confirmed. It was noted the catheter had a tear/hole/fracture, and catheter segment was unintentionally left in patient. The patient's catheter was broken, or had broken, during a revision and a piece of the spinal portion of the catheter could not be retrieved. They were planning to replace the spinal section with an 8598a catheter portion. No symptoms were reported. The event date was noted to be (B)(6) 2017. Options were reviewed for programming and explained they would need to estimate the missing length unless they wanted to try to visualize under fluoroscopy. Additional information received on 2017-feb-20 from a manufacturer representative (rep) reported the healthcare professional (hcp) was the initial reporter. It was noted that the serial number of the catheter in question was (B)(4). It was stated that the hcp was unable to aspirate the catheter, so the catheter was revised. It was noted it broke intro operative and a new spinal segment was implanted. X-ray showed that there was retained catheter, so hcp left it in the patient. There was no complications associated with the procedure. Rep estimated the length and did not program a priming bolus. No further information was reported.

Event description:
Additional information was received from a consumer. The patient had been in excruciating pain like she had before the pump. She had issues with pain for 2-3 months before the catheter was replaced. It was stated that the patient thinks the pump turned itself off and she was not getting any medication. They performed a catheter access port test and got nothing back when they tried to draw medication from the catheter. The doctor thought the catheter may have been kinked before it was broken. A device manufacturer representative (rep) was noted to be present at the catheter replacement surgery on (B)(6) 2017. It was asked why the catheter was not replaced when the pump was replaced. Additionally, it was noted that the patient had a spinal fluid leak and she spent 12 hours in the emergency room with a severe headache. It was noted the patient had the better half of an intravenous bag under her skin on her back in fluid. It was stated that the healthcare provider (hcp) would have to go back in surgically and seal off the old port to stop the leak. It was noted the patient's fentanyl concentration was at "10%"and they were raising it to "25%" because "10%" was too low. The dose was unknown. No further complications were reported or anticipated.

Event description:
Additional information provided on (B)(6) 2017 stated that the event date for the spinal fluid leak (old spot where the catheter was going in) and the severe headache was (B)(6) 2017. It was noted that this started after the surgery on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Adverse event and/or product problem was changed from product problem to product problem and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Patient code (B)(4) no longer applies to the catheter and instead (B)(4) applies to the catheter. Eval code-conclusion code no longer applies to the catheter and instead applies to the catheter.

Event description:
Additional information received on (B)(6) 2017 from a consumer reported that patient's "catheter line was broken in 2 places." It was noted that the catheter was replaced last month ((B)(6) 2017). It was noted that patient had been in a lot of pain. It was noted patient was receiving fentanyl with an unknown dose and concentration, and indication for use is non-malignant pain. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.